Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd nexiva¿ closed IV catheter system there was no clamp when the package was opened the following information was provided by the initial reporter, translated from chinese to english: the head nurse in the CT room reported that there was no clamp when the package was opened

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot 1315343, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the pinch clamp was not present on the extension tubing. Therefore, based off the provided photo the engineer was able to verify the reported defect. A missing clamp may occur during manufacturing or breaking the clamp during use. As this device had not been used, no damage was observed, and the device was still sealed in its original packaging it was very unlikely that the defect originated in the clinical environment. A missing clamp likely occurred during the manufacturing process due to tooling damage. This part was most likely reworked by an operator after being rejected by the vision system and was not identified for a missing pinch clamp. This was likely caused by an operator error and not found during final inspection prior to release. A notification was issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence.

Event description:
It was reported that prior to using the bd nexiva¿ closed IV catheter system there was no clamp when the package was opened. The following information was provided by the initial reporter, translated from chinese to english: the head nurse in the CT room reported that there was no clamp when the package was opened.